Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix was unable to be retracted even after twenty turns and required thirty turns to retract. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.